Manufacturer narrative:
Patient weight was entered. The engineering evaluation reported the following observations: the endoprosthesis was completely deployed and separate from the delivery catheter. Approximately 8.9 cm of deployment line was still attached to the distal shaft at the tip-end of the catheter. The deployment line appeared to be broken and frayed. Based on the device examination performed, no manufacturing anomalies were identified. The warnings section of the IFU states: w.l. Gore & associates has insufficient clinical and experimental data regarding the use of the gore® viabahn® endoprosthesis within stents or stent grafts (other than the gore® viabahn® endoprosthesis with heparin bioactive surface or the gore® viabahn® endoprosthesis) that have been implanted for less than 30 days. Other devices implanted for less than 30 days may interfere with the deployment of the gore® viabahn® endoprosthesis resulting in deployment failure or other device malfunctions

Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Device evaluation is currently in progress.

Event description:
Patient presented for aaa treatment and a chimney technique was utilized. Gore® viabahn® endoprostheses were placed in the superior mesenteric artery, celiac artery and renal arteries. The cook aaa device was deployed first, followed by the gore® viabahn® endoprostheses. As the devices were deployed, resistance was encountered when the gore® viabahn® endoprosthesis in the celiac artery expanded about 9mm. The deployment line got caught on the stent strut of the cook aaa device. As reported, the deployment line was pulled with some force in an attempt to free the line and the deployment line broke. The partially deployed gore® viabahn® endoprosthesis was removed through the sheath. The procedure ended with no further attempt to place a device in the celiac artery. It was reported that sufficient flow was observed from collateral vessels to the celiac artery. The patient was reported to be doing well following the procedure.